Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced inaccurate sensor glucose readings. The customer's blood glucose was 125 mg/dl but the sensor glucose was 56 mg/dl at the time of the incident. The insulin pump went into threshold suspend. Troubleshooting did not occur.